Event description:
Caller reported blood glucose results of 285 mg/dl on aviva system 1, 130 mg/dl on aviva system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips, replacement sent.

Manufacturer narrative:
Medwatch with (B)(4) is for aviva system 1, medwatch with (B)(4) is for aviva system 2.

Event description:
It was reported the lead fell out of the coronary sinus during implant. The lead was returned and another lead implanted. No patient complications were reported as a result of this event.